Manufacturer narrative:
Other, other text: in a video provided by the customer a faulty condition was shown, but it could not be replicated. The device was returned for evaluation; there was no abnormality in appearance. Operational, functional, and performance testing were conducted; a root cause was not determined. However, failure intermittent of the input manifold transient was presumed because inspiration and exhalation did not switch. Gas continued to come out of the outlet of main unit. The input manifold was replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
UDI is unknown no information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check, gas supply from the product would not stop. Also, the internal pressure gauge remained stuck at a high level and high pressure was constantly applied. No patient injury was reported.